Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced an abnormal image issue during a reprocessing procedure. There were no reports of patient involment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cord / image flashing / component failure of the lg bundle. Light guide bundle is interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the universal cord. The cause of the universal cord failure could not be determined. The most likely cause is that the universal cord was damaged by the force of being pulled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.